Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error alarms during the priming process. The customer's blood glucose was 400 mg/dl. The caller did not observe any visible damage to the insulin pump and noted that the device had not been dropped or bumped. The customer ran a fixed prime test using a manual plunger, which the insulin pump passed. The insulin pump also passed the displacement verification test. No damage to the drive support cap was noted. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a cracked reservoir tube lip.